Event description:
It was reported that the water temperature is cooler than it was previously, patient temperature remains 36.4. With a goal of 36.5. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was identified through communication with the user facility that the unit was functioning correctly and the water temperature reduction was preventing potential overshoot. Based on this information, the event was likely not due to any component level malfunction, and the device likely did not pose a hazard to the user. The section h codes have been corrected and the manufacturing date has been added.

Event description:
It was reported that the water temperature is cooler than it was previously, patient temperature remains 36.4. With a goal of 36.5. The patient was not adversely affected and no clinically relevant delay in treatment was reported.